Event description:
It was reported that the pump battery was depleting quickly, that the battery could not be charged, that the insulin gauge was inaccurate and occlusion alarm occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.